Event description:
A coronary stent with delivery system was successfully advanced to an unk target lesion site in the pt's body. Upon the initial balloon catheter inflation attempt, it was reported that the balloon would not inflate. In response, the sds was withdrawn from the pt's body; however, upon withdrawal, the stent became dislodged from the balloon catheter and embolized within the coronary tree. To address the embolized stent, a snare device was introduced to successfully retrieve the stent. Subsequently, another stent was placed at the target lesion site. There were no additional complications reported relative to this event.